Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The identified "upstream occlusion" alarms were confirmed through the event history log review. The cause was undetermined. If any additional info is received a follow up will be sent. The ultrasonic pusher and processor printed circuit board was replaced.

Event description:
During the eval of a returned spectrum infusion pump, 1 occurrence of a "upstream occlusion" alarm was identified in the event history log. Any pt injury or medical intervention is unk since these items were found during eval of the device. No additional info is available.